Event description:
The customer reported, a burning smell coming from the system causing them to shut it down during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator iris and diaphragm. The system operates as intended.